Manufacturer narrative:
Hardware low level failures error confirmed in the downloaded history log due to broken trace at pin one of ambient light sensor. Device passed the self test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error during self test. Customer¿s blood glucose was 240 mg/dl at the time of incident. The insulin pump will be returned for analysis.